Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer intermittently experienced difficulty with inserting the cable into the usb port of the pump in order to charge the pump battery. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.